Event description:
It was reported to boston scientific corporation that a multibite single-use multiple sample biopsy forceps was used during a procedure. According to the complainant, during the procedure, a perforation occurred in the colon. Following the procedure the patient was observed. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age, gender are unknown. Event date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).